Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the pump touch screen was intermittently registering false presses without user interaction. Tandem technical support reviewed pump data and found presses registered while the touch screen was locked. There was no reported impact to the customer's blood glucose level. Reportedly, customer continued to use the pump for insulin therapy.